Event description:
It was reported that on (B)(6) 2008, the physician implanted a helex septal occluder to close an asd (atrial septal defect). At a one year follow-up on (B)(6) 2009, it was noted that the wire frame had fractured and the right disc was malpositioned away from the septum. No residual leak was reported. On (B)(6) 2009, the device was removed and the asd was closed in a surgical procedure. The patient was doing well following the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The explanted device arrived at our histology lab on (B)(4) 2009. Additional information will be submitted in a supplemental report.